Event description:
Woke up in the morning and put in contacts. Began to drive into work, pain and swelling began to occur. The sun shown in my eye and I hit another car. Went to my family dr's office with symptoms of a red, swollen, painful, vision loss, light sensitive eye. Referred by family dr to go immediately to eye emergency room. Was given pain killers and antibiotics to put in my eye on the hour every hour for two days. Went back to the eye center everyday for a week, they started me on steroids. I still suffer from vision loss and missed a week of work due to the injury. Used in 2007, twice daily to fill a contact case.